Manufacturer narrative:
The pump was received with an intermittent up arrow button response due to the corroded keypad traces. There was no button error alarm during testing. The pump was received with a cracked reservoir tube lip, a case cracked at the display window corner, a minor scratched lcd window, and a scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was trying to give a bolus but the buttons did not work properly. After a few minutes, the pump showed button error. Customer's blood glucose was 189 mg/dl. It was confirmed that the buttons were not working and that the button error alarm could not be deleted. The insulin pump was replaced.